Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that screen of insulin pump had scratches and the screen was hard to read. Blood glucose level of the customer was 4.4 mmol/l. Customer also reported that sensor was beeping and going off and shutting insulin pump down. Customer's other blood glucose value was 4.5 mmol/l and 6.7 mmol/l. Customer declined to troubleshoot for low blood glucose. Thee device will not be returned for analysis.